Manufacturer narrative:
(B)(4).  Physio-control provided the customer, a biomedical engineer, with technical assistance. It was later confirmed by the biomedical engineer that he replaced the system controller pcb assembly to resolve the reported issue.  After observing proper device operation through functional and performance testing the unit was placed back into service for use.  The device has not been returned to physio-control for evaluation.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that following the replacement of their device's display, the device will not complete the boot-up cycle.  The biomedical engineer advised that he observed an intermittent service indicator and that the device had a white display and all the led's on the keypad would flash.  There was no patient use associated with the reported event.